Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The generator interface board and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported system displayed a black image. There are no reports of a pt injury or death associated with this event.